Event description:
A peritoneal dialysis patient has reported that he was unable to connect for dialysis. There was no report of patient injury. The patient has companion samples to send for an evaluation.